Event description:
A company representative reported that the pt attempted to set up his new infusion device before being trained and insulin leaked into the cartridge compartment of the infusion device. The pt is not aware of how the insulin leakage occurred. The pt was advised to allow the infusion device to dry for 24 hrs. The pt was properly trained on how to use the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.